Event description:
Patient reported that they had to have 2 molar teeth extracted due to abscess in their gums from the aligners. The patient spoken with an oral surgeon to understand if the aligners not sitting properly and causing gum irritation and other gum issues if this was the reason of why they lost the 2 teeth, and the surgeon said yes. At check in patient marked true to infection, inflammation, sensitivity, recent dental work, discomfort and pain.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.